Event description:
It was reported at the world federation international therapeutic radiology conference that there were three asymptomatic in stent restenosis and four symptomatic in stent cases. All the cases were left untreated and the four symptomatic cases all lead to transient ischemic attacks. It is unclear from the information provided how many patients were affected by the in stent restenosis as the study enrolled 113 patients and treated 118 lesions. No other information was provided.

Manufacturer narrative:
Evaluation codes. Conclusion: other for anticipated procedural complication. The device remain implanted so was no available for evaluation. From the information provided there is no indication that any device malfunction, nonconformance or misuse occurred. A review of the labeling found that restenosis is noted within the directions for use as a potential risk associated with such procedures. Therefore, it was concluded that the most probable cause of the event was anticipated procedural complication.